Manufacturer narrative:
Results: the cat6 was kinked approximately 1.5, 91.0, 92.5, 93.0, 102.5 and 114.5 cm from the hub. The distal tip of the cat6 was ovalized. Conclusions: evaluation of the returned cat6 confirmed that the catheter was kinked. If the device is mishandled during preparation, damage such as a kink may occur. Further evaluation of the cat6 revealed additional kinks along the catheter shaft and the distal tip was ovalized. These kinks and the distal tip ovalization were likely incidental to the reported kink and may have occurred from packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, a hospital staff found that the mid shaft of an indigo system aspiration catheter 6 (cat6) to kinked on the back table. The damage to the cat6 was found prior to use. Therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.